Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that the architect anti-hbs assay, reagent lots 54052m100, 54991m100, and 54053m100 are generating higher than expected reactive rates for some patient samples. When the samples are tested using an alternate method (axsym system), the results were negative. There was no impact to patient management reported. Architect anti-hbs result: 21.99 miu/ml (reactive), axsym ausab result: 6.8 miu/ml (nonreactive).

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Additional lot numbers: 54052m100 and 54053m100 the customer observed discrepant (reactive) results when using architect anti-hbs lot numbers 54991m100, 54053m100 and 54052m100. The call text indicates that the customer observed multiple samples that were reactive using the architect method and negative with the axsym method. A review of the causative agent's quality records did not identify a trend related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. Accuracy testing using a 100-member negative population panel met acceptance criteria, demonstrating that each causative agent lot number is accurately identifying negative samples. The results generated during this complaint investigation were evaluated and did not identify other potentially related issues or different performance issues that indicate a deficiency; therefore, no further action is required. The alleged deficiency does not appear to be caused by a product issue. This is the final report.

Manufacturer narrative:
(B)(4).